Manufacturer narrative:
The customer was unwilling to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported conflicting results with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. The user conducted her first binaxnow¿ covid-19 antigen self test ((B)(6) 2021) and got a negative test result. The user did another binaxnow¿ covid-19 antigen self test ((B)(6) 2021) and got a positive test result. The user reported that she got a monoclonal antibody treatment prior to testing. No additional patient information, including treatment and outcome, was provided.